Manufacturer narrative:
(B)(4).

Event description:
According to the reporter they had a bravo capsule which failed to attach. There was no harm to the patient and no intervention was required. There was nothing unusual about the patient or the procedure, and an endoscopy was performed prior to the procedure, which was normal. Lubricant was used to facilitate the placement of the capsule. A repeat procedure was performed.

Manufacturer narrative:
Evaluation summary: one delivery system and capsule were received for evaluation and investigated visually for external damage. The trocar needle of the capsule was advanced, the delivery system was not bent and the plunger was not broken. The emergency procedure was not implemented and the capsule electrodes were visually acceptable. The delivery system did not have any visible damage, and according to the condition in which the device was received, the delivery system and capsule seemed to have functioned to specification. The investigation found the delivery device and capsule to be without damage and a reason for the failure could not be determined. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.